Event description:
Package described a blue protector covering male adaptor. Product has two male adaptors on each end. Product should have one male and one female luer adaptor at each end. This was confirmed by MFR. Only one lot number is known to be involved, but other lots may be affected.